Event description:
It was reported that a user experienced a pairing failure between the dexcom g7 sensor and the ilet, which resulted in the ilet stopping automated insulin dosing after a prior sensor also failed to pair. Symptoms included no reported adverse physiological effects and no reported changes in blood glucose. Outcomes included temporary interruption of automated dosing with continued glucose management outside the ilet. Investigation included remote troubleshooting and user education, including switching between dexcom g6 and g7 settings and re-entering the g7 pairing code with instructions to allow additional time for pairing. Investigation of this case revealed that the system behavior was consistent with a communication or pairing failure rather than a sensor reading error. It was concluded that the event was attributable to sensor-to-pump pairing failure, with dosing halted as designed to protect patient safety.